Event description:
It was reported that stent protrusion occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of the left anterior descending artery (lad). A promus element plus stent was implanted in the first diagonal branch of the lad and it was noted that the stent strut was slightly protruded into the lad. An opticross imaging catheter was advanced however, resistance was encountered due to the protruded stent strut. The opticross imaging catheter was then removed from the patient without any issues. There was no damage to the stent. The procedure was completed with a different device. The patient's condition is stable and no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).